Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site power cycled the system and were able to use all four arms in the following procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that they had to disable arm4 prior to starting the procedure because it was blinking yellow and they were unable to get it to clear. No errors or messages were present. System was not connected to onsite. They are proceeding as planned as a 3-arm setup. Tse recommended exercising arm4 though it's range of motion when possible. The customer may call back after the procedure for further troubleshooting. The procedure was completing as planned with no reported injury.